Event description:
It was reported that inaccuracy was experienced with the navigation system at the healthcare facility. No additional information was reported regarding this event.

Manufacturer narrative:
The device or data log files were not available.